Manufacturer narrative:
The positive end expiratory pressure (peep) valve was replaced, and the unit was returned back to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, positive end expiratory pressure (peep) increased more than the set value. There was no reported patient involvement.